Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer believes the button error alarm may be due to the insulin pump being exposed to humidity. Blood glucose level was 286 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.